Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited fluid loss. During the surgical procedure, the absence of fluid in the reservoir confirmed the leak. Further examination revealed that the location and source of the fluid loss was a tear on the exterior of the right cylinder, along with tissue ingrowth into the device. The entire ipp was removed and replaced. No additional patient complications were reported.